Manufacturer narrative:
This event is no longer reportable since boston scientific does not own MDR reporting obligations for this product.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting undersensing issues, with the issue traced back to the lead by examining the lead by pacing system analyzer (psa). A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting undersensing issues, with the issue traced back to the lead by examining the lead by pacing system analyzer (psa). A new device was implanted. No additional patient effects were reported.